Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error: the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer is using cold insulin. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was ¿high¿ on the continuous glucose monitor. Elevated bg was addressed by manual insulin therapy.